Event description:
(B)(4). For a few years after I got essure everything was fine but then I started being tired all the time. Had rashes for no reason, pain in my sides, bad clotting with my periods, mood swings, and now painful intercourse.